Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy. The reporter stated, "after rolling seal inside loader, while removed delivery device from loader, seal and spring were detached from delivery device improperly." A replacement device was used to completed the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).